Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "pain for about a year and a half", "some radial folds", confirmed via MRI, and "intracapsular rupture of the implant" confirmed via ultrasound. This record is for the right side. Device was explanted and replaced.